Event description:
It was reported that the pump's usb port was bent, and the customer was unable to charge the pump, leading to the pump shutting off. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.